Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that during a device upgrade procedure, the chronic right ventricular lead would not insert into the new connector on the new device. The device was not used and a new one was implanted. The chronic lead remains in use. No patient complications have been reported as a result of this event.